Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and palpitations. It was further reported that the right atrial (ra) lead exhibited a warning for high undefined impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.